Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736401, product ID: 9736411, h3: a medtronic representative went to the site to test the equipment. Testing revealed that there was no image on the camera. Hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned ssd. Legacy checkpoint was tested and failed configuration validation despite the wan, dmz, and all 8 ethernet ports functioning without issues. After a factory reset and reconfigure the checkpoint passed validation. H6: b01, c10 and d02 apply to the system checkout and hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system did not display the application on the camera cart monitor, resulting in a blank screen when in the application. Additionally, the screen was not responsive when navigating in stealth admin. There was no patient involved. Troubleshooting was performed: issue persisted when a different camera cart was swapped on this main cart. Bypassed internal cart to cart connection with known working ethernet - no resolution bypassed internal ethernet connection from pcoip host card to router - no resolution swapped mini-dp to port two - no source signal on camera cart returned mini-dp to port one - screen resolution adjusted, still not displaying application reseated dp on gpu, rebooted system - self test now displaying on both screens, application is displaying on both carts.